Event description:
It was reported by the customer that the device's ac indicator was not working. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.